Event description:
Patient reported "reported a left side implant is leaking. Patient also reported they are experiencing fatigue, skin rash, depression, anxiety and feel like they are going crazy. Patient also reported they previously had breast cancer on the left side prior to the implants. Device remains implanted. Left side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, fatigue, skin rash, depression, anxiety.